Event description:
It was reported that; the physician ligated a vascular channel with a clip during a surgery. Then, while operating on another area, bleeding was confirmed. Checking the bleeding part, the clip was found reopened. Therefore, the physician ligated a metal clip to stop bleeding, resumed the surgery and completed it. The clip fell, but it was retrieved; nothing remained in the patient, and no injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge of 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were three clips remaining in the cartridge. Evidence of use in the form biological material was observed on the cartridge. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip reopens after locking" was not confirmed based upon the sample received. Upon functional inspection, all remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. A device history record review was performed, and no relevant findings were identified. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that; the physician ligated a vascular channel with a clip during a surgery. Then, while operating on another area, bleeding was confirmed. Checking the bleeding part, the clip was found reopened. Therefore, the physician ligated a metal clip to stop bleeding, resumed the surgery and completed it. The clip fell, but it was retrieved; nothing remained in the patient, and no injury to the patient occurred".